Event description:
(B)(4). I had essure implanted (B)(6) 2007. Then symptoms I have had since then are: irregular periods, painful intercourse, bv all the time, cramps, excessive sleepiness, thyroid issues, fibromyalgia, body aches all over, migraines, numbness and tingling in hands and feet. Cold hand and feet. Hair loss, upper and lower back pain. Bloated and fullness feeling.